Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis and was being treated by the outpatient dialysis clinic. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2024 the patient went to the emergency room for on-going abdominal pain and was admitted for intravenous (IV) antibiotics. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on 4/oct/2024, and the patient¿s vancomycin was discontinued. The patient¿s ceftazidime was continued on admission (route changed to IV) and the vancomycin was replaced with IV imipenem (dose, duration, frequency not provided). The patient remains hospitalized and is continuing to undergo ccpd without reported issue. The pdrn stated the cause of the peritonitis is unknown, and a home evaluation performed with the patient¿s spouse did not reveal any breaches of aseptic technique. Despite the lack of causality, the pdrn stated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the pdrn stated the patient will resume utilizing the same liberty select cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, pseudomonas is found in soil, moist areas (e.g., showers, bathrooms, sinks), and is part of the normal human biota. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis and was being treated by the outpatient dialysis clinic. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2024 the patient went to the emergency room for on-going abdominal pain and was admitted for intravenous (IV) antibiotics. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2024, and the patient¿s vancomycin was discontinued. The patient¿s ceftazidime was continued on admission (route changed to IV) and the vancomycin was replaced with IV imipenem (dose, duration, frequency not provided). The patient remains hospitalized and is continuing to undergo ccpd without reported issue. The pdrn stated the cause of the peritonitis is unknown, and a home evaluation performed with the patient¿s spouse did not reveal any breaches of aseptic technique. Despite the lack of causality, the pdrn stated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the pdrn stated the patient will resume utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.